Event description:
General report of undocumented incidences of female connection of syringe tubing cracking associated with air observed in the tubing. The tubing is set up to a medication syringe as the primary container. The clinician administers one syringe of diprivan via the tubing during a procedure without incident. After the second or subsequent syringe is connected, air is reportedly observed in the tubing and the female to syringe connection is noted to be cracked. The pump reportedly does not always alarm when air is noted in the line. The alarm will be triggered at times by just a small air bubble; however, the pump has been reported not to alarm when air is noted throughout the entire tubing. (The customer had stated in the initial complaint that alarms are turned off. During the investigation, the customer stated that alarms are on.) When the problem occurs, the clinician manually injects the syringe or changes the tubing to solve the problem. Customer states that since they are aware of the air problem that occurs, they watch for air in the line, so no pt has received any air through the tubing. The pumps were not returned for testing and investigation. The customer biomedical engineering department tested the pumps with no problems reported. There was no report of pt harm. Additional pt info was requested, but no info was available.